Event description:
Removed by md due to "mechanical malfunction of implantable neurologic device, painful implantable pulse generator site, lumbar radiculopathy and lumbar discogenic pain." Per md, if patient wanted device, it was to be cleaned, photographed, and given to patient. If not, device was to be discarded. Patient did not want device, so it was discarded.